Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to faulty force sensor system. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The pump was received with normal operating currents and passed unexpected error test. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was 255 mg/dl. The customer states alarm occurred during rewind. The customer was advise the pump needs to be replaced. The insulin pump will be returned for analysis.